Manufacturer narrative:
IFU contraindication: the essure system should not be used in any pt with known hypersensitivity to nickel confirmed by skin test (see warning section below for patient with suspected hypersensitivity to nickel). IFU warning: patients with suspected hypersensitivity to nickel should undergo a skin test to assess hypersensitivity prior to an essure placement procedure.

Event description:
A physician reported that her pt was experiencing itchy red blotches over her entire body 24 to 48 hours following implantation with essure micro-inserts. The physician taped an essure micro-insert to the pt's arm and the pt reacted where the essure micro-insert came into contact with the pt's skin. The physician determined that micro-insert removal was necessary due to the pt's reaction. Following micro-insert removal, the physician reported that the pt's symptoms resolved completely. The physician believe that the essure micro-inserts were responsible for the pt's symptoms.

Manufacturer narrative:
(B)(4).